Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Following impella cp removal/explant, wire access maintained to radiofrequency ablation (rfa) via re-access port. Post closure of site performed with perclose x1 being deployed and secured while 7fr sheath access was maintained in rfa. Following closure with first perclose, distal angioscopy was performed showing significant narrowing of vessel near location of perclose device and distal to sheath, subtotal occlusion/thrombus with compromised distal perfusion to lesion. The physician suspected narrowing/thrombus likely due to either perclose device or impella. Right radial access was established, and lesion was crossed via wire and ballooned with restoration of distal to rfa access site. Noted likely dissection of vessel above access site. Team pleased with result of intervention and patient transferred back to patient care area. It was reported that the patient was stable. Clinical review an impella cp was inserted via right femoral arterial access in a 47-year-old female patient. The primary indication for support and past medical history were not available. The patient was classified as scai stage d and was receiving extracorporeal membrane oxygenation, vasopressors, inotropic support, and mechanical ventilation for respiratory support. Following impella cp removal, wire access was maintained to the right femoral artery via the re-access port. Site closure was performed using one perclose device while a 7 french sheath remained in place. Post-closure angiography demonstrated significant narrowing of the vessel near the perclose deployment site and distal to the sheath, with near-total occlusion and thrombus resulting in compromised distal perfusion. The physician suspected vessel narrowing or thrombosis related to the closure device or vascular access. Right radial access was obtained, the lesion was crossed with a wire, and balloon angioplasty was performed with restoration of distal perfusion. A likely vascular dissection above the access site was noted. The patient experienced ischemia, vascular dissection, thrombosis, and required surgical intervention. Based on review of the available information, the reported events were attributed to procedural factors, large-bore femoral vascular access, and the patient¿s critical condition, including concurrent extracorporeal membrane oxygenation support. Review did not identify evidence suggesting a causal relationship between the impella cp device and the reported patient experiences. The patient survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia/thrombosis/vascular dissection/ppae: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.